Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was going to get her pump replaced on 2018 (B)(6). There were no further complications reported at this time.

Manufacturer narrative:
Weight was reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving clonidine (100mcg/ml at 54.49mcg/day), bupivacaine (20mg/ml at 10.897mg/day), and morphine (5mg/ml at 2.724mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient was experiencing symptoms for several weeks (relative to (B)(6) 2018) and on (B)(6) 2018 the pump started alarming. On (B)(6) 2018 was the last pump refill. The hcp confirmed via the event logs that at 656 on (B)(6) 2018 a motor stall occurred with no recovery. Electromagnetic interference (emi) was ruled out as the cause of the stall. No other anomalies were confirmed via the event logs. At 1056 on (B)(6) 2018, the hcp updated the pump. The patient had tremendous pain, nausea, and was sweating for "days" and had felt like she had been going through withdrawals. The blood work was done and the results were within normal limits. The patient would get the pump replaced, but the hcp wanted the pump off code to program the pump to off state. There were no further complications reported at this time.

Manufacturer narrative:
H3 - analysis of the implantable pump (serial # (B)(4)) identified residue in the motor gear train and wearing on the upper and lower shaft of gear two. H6 - eval code-method 4118 no longer applies. Eval code-results 3233 no longer applies. Eval code-conclusion 11 no longer applies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2021-jan-22. It was reported that the patient had "almost died" during the withdrawals and had to go to the emergency room twice. Her heart rate "got down to 25%."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.